Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the mega suturecut needle driver instrument wire was broken at the distal end of the instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. Failure analysis also observed that the same frayed grip cable was derailed over the grip area. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.